Manufacturer narrative:
No other adverse pt effects were reported. If add'l info is rec'd, a f/u report will be submitted. No eval will be performed.

Event description:
3m rec'd info from a customer reporting on a medwatch form ((B)(4)) that a (B)(6) female sustained a 4 x 8 cm skin tear to the neck upon removal of the 3m ioban surgical drape. Reportedly, the pt was treated with xeroform and the injury has healed.